Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 359 mg/dl at the time of call. The customer stated that they gave correction with manual injection. The customer's blood glucose was 336 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed high pressure test and the insulin pump passed. The customer stated that they also received no delivery alarm. The reservoir will be returned for analysis.